Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'pump has failed the ds pressure test @ 5. 56-6. 81' was not reproduced. A review of the event history log (ehl) revealed downstream occlusion messages. The reported condition was verified. The cause of the condition was determined to be a failed downstream sensor and an out of adjustment downstream tubing guide. The downstream sensor and downstream tubing guide will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion pressure test at 5.56- 6.81. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.